Manufacturer narrative:
Eval is in progress, but not yet concluded. The issue was not solved even after switching on/off of the pump itself. This issue could not duplicate the issue the next day. Software data logs were returned to the MFR on (B)(4) 2013.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the subsidiary service center, there was an error message of [over speed] that appeared when the roller pump speed ws increased. At this time, the indicated value seemed higher more than the actual pump speed. It seemed the device rotated in a constant speed by visual, but the indicated value was changing widely. Also, the pump did not stop when the [over speed] message appeared. There was no pt involvement.